Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The health care professional reported via phone call that the customer experienced high blood glucose. The health care professional stated that they had bent cannula. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 103 mg/dl at the time of call. The health care professional stated that they treated the high blood glucose with the insulin pump. The health care professional declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.